Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's boards and cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determinedthat there was no device malfunction. This is not areportable event.